Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed thirty-six other similar product complaint(s) from this lot number.

Event description:
It was reported "5fr powerpicc that was inserted on 5/2 which was leaking at hub upon insertion." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. The sample was received with an inlaid stylet and attached t-lock assembly. Light usage residues were observed. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, when flushing the purple-luered lumen, a leak was observed at the junction between the syringe and the luer adapter. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the syringe. A longitudinally aligned scoring mark was observed within the luer orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "5fr powerpicc that was inserted on 5/2 which was leaking at hub upon insertion." No other information was provided.